Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose was in the 363 mg/dl. Pump system check with tandem technical support found air bubbles in the tubing. Contact removed the bubbles and there were no further issues.